Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was found unresponsive at home. Upon arrival at the hospital, the patient was alert and oriented. A computed tomography (CT) scan was performed, which revealed that the closure device was located on the edge of the renal artery. The physician used a non-boston scientific (bsc) 16f sheath via right femoral access (rfa) and forceps to safely retrieve the closure device. The patient was stable and was discharged on (B)(6) 2025.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was found unresponsive at home. Upon arrival at the hospital, the patient was alert and oriented. A computed tomography (CT) scan was performed, which revealed that the closure device was located on the edge of the renal artery. The physician used a non-boston scientific (bsc) 16f sheath via right femoral access (rfa) and forceps to safely retrieve the closure device. The patient was stable and was discharged on (B)(6) 2025.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc global medical safety representative. Media review did not confirm the reported event. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0036929333. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization and confusion/disorientation (imaging and additional device required, hospitalization). Risk review: a risk review was completed and confirmed that the events of embolization and confusion/disorientation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.